Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 38 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, during preparation, the stent came off the balloon. The device was never used inside the patient. The procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy, ous, mr, 3.0 x 38mm stent delivery system (sds) was returned. A visual examination of the crimped stent found that the stent had detached from the stent delivery system. The stent was damaged for it¿s the entire length; stretched stent struts. The 3 rows on both ends not stretched with minimal damage. Based on the complaint report and the analysis performed the stent damage noted most likely occurred due to handling of the device during preparation and incorrect removal of stent protector. The balloon cones were reviewed and no issues were noted. Balloon folds were slightly open on both distal and proximal ends. The balloon appeared squashed in the middle. Crimp markings were evident on the exposed balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. There are no anomalies evident. The product stent protector was returned for analysis with the device. Based on the specified stent protector profile and the maximum crimped stent profile and there is no issues to note with the interaction between the two components. A visual and tactile examination found no issue with the hypotube and shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 38 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, during preparation, the stent came off the balloon. The device was never used inside the patient. The procedure was completed with a non-bsc stent. No patient complications were reported.